Event description:
It was reported the patient was getting shocks in their left battery and they felt like someone had stabbed them with a knife. It was stated a short time before that they had experienced shocking or jolting. It was noted an x-ray was performed and the doctor did not see anything that was moved or had pulled out. It was stated when they were treated the shocking had gone away but after about a month (mid-february) it had come back again. It was stated the shocking had been going on but it was the worst one yet on the day of report. It was stated after the stabbing pain, it gotten hot where the battery was in their chest. It was stated the patient could shut them off but no one had told them to shut them off.

Manufacturer narrative:
Concomitant products: product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v319140, implanted: (B)(6) 2011, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v460688, implanted: (B)(6) 2011, product type lead; product ID 7426, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 7426, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).